Manufacturer narrative:
H3: a manufacturer rep went to the site to test the system. The system passed the system checkout after parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was originally reported as an imaging system issue under MDR 3006544299-2019-00144. Other relevant device(s) are: sw kit 9735740 stealth s8 spine, version (B)(4). A software investigation was initiated and it was determined that this instance is consistent with a known software anomaly and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the navigation system displayed an error after transfer that there is no navigation data even though the imaging system displayed as navigated scan. Troubleshooting included that they tested previous scan that successfully transferred and navigatable also return the same error they have tested this issue with another navigation system with spine a different software and it worked fine so it should be something wrong with other navigation system they have included additional log from navigation system. Navigation was aborted. There was less than an hour delay in the procedure. No impact on patient outcome.